Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The event was manifested by cloudy effluent. The cause of the event was unknown. It was not reported if the patient was hospitalized for the event. The patient was treated with intraperitoneal cefta (dose, frequency, and duration not reported) and intraperitoneal cloxa (dose, frequency, and duration not reported) for peritonitis. Action taken with dianeal therapy and patient's recovery status were not reported. No additional information is available.